Event description:
Critical care transport (cct) personnel were transporting a burn pt to a hosp. According to the reporter, the device, with a 4 lead pt ECG cable, was unable to monitor the pt's ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.